Event description:
A hospital returned an infusion device and reported the up button is defective due to a hole. The infusion device was replaced and sent to the manufacturer for evaluation. No physiological effects were reported, and the patient did not require treatment from a healthcare professional or second party to address the issue.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report. Device evaluation is in progress.

Manufacturer narrative:
The complaint cannot be verified due to careless handling of the product. The soft components of the housing are worn down heavily. Therefore, moisture entered the insulin pump and destroyed the pump electronics. The button functionality was tested successfully and comply with the product specifications.